Event description:
It was reported that there was small p waves and low impedance on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d224trk implantable cardioverter defibrillator (ICD) implanted: 2010 (B)(6); 6943-65 implantable tachy lead implanted: 2001 (B)(6); 419388 implantable pacing lead implanted: 2005 (B)(6). (B)(4).